Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 452 mg/dl. Prior to the event, the customer was experiencing repeated no delivery and motor error alarms. The customer has also been experiencing high blood glucose levels for the past three days. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. Advised the customer that the insulin pump would be replaced due to the alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.